Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a cut on charge coupled device (ccd) cable and electrical contact of video plug section is shaved, image noise occurred and an image could not be displayed. Due to damage on ccd unit, insulation resistance value does not meet the standard value. Scratches were found throughout the device. Adhesive on bending section cover had a chip. Video connector had a crack. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on forceps elevator (fe), bending section cannot be fixed firmly. Fe lever had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope exhibited poor image. The device was returned and an evaluation revealed, noise occurred due to the disconnection of the imaging cable, and no image was displayed. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported image noise could not be determined, however, it is probable that the event may have occurred due to a defective image sensor unit, a failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.